Event description:
A radiologist launched an abdomen study of a (B)(6) and was interrupted while dictating. He was requested to review a second abdomen study, this one of a (B)(6) patient ((B)(6)). When the radiologist returned to complete his dictation of patient (B)(6)'s case, patient (B)(6)'s images were still being displayed and the radiologist completed his dictation of patient against patient (B)(6)'s images. As a consequence, patient (B)(6) underwent an unnecessary surgical procedure, i.e., appendectomy.